Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with cgm showing sustained elevated glucose and a confirmed capillary blood glucose of 475 mg/dl; troubleshooting included tubing fill with confirmed drops, site replacement, and subsequent disconnection with subcutaneous insulin injection as back-up therapy. Symptoms included hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included transient disruption requiring manual injection and continued monitoring, without hospitalization or professional medical intervention. Investigation included technical support troubleshooting and user education, including verification of insulin delivery from the tubing and guided cartridge and infusion set changes. Investigation of this case revealed an unclear root cause, with a potential infusion site or set-related delivery issue not verified due to inability to inspect the removed cannula, and no device alerts or alarms reported. It was concluded that the event was consistent with hyperglycemia of unclear cause, resolved after subcutaneous insulin administration and system disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.